Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse installed the integrated multi-sensor technology (imt) rotary valve rebuild kit, a new imt probe and imt probe mixer assembly, after which the cse performed imt probe alignments. The cse also replaced the tubing assembly. The cse performed imt diagnostics checks, which passed. The cse ran quality controls (qc), resulting within specifications. The cause for the falsely, elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was repeated on an alternate instrument, confirming the repeat result. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.